Manufacturer narrative:
A4: patient weight was not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for an aortic valve replacement, bioprosthesis.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was noted that after the aortic valve replacement, the patient had developed aortic regurgitation. The condition worsened after device implant. There was reportedly a causal relationship between the aortic regurgitation and the device. The reasoning was due to malfunction of the artificial valve due to lvad use.

Event description:
The aortic valve replacement was performed as cardiac surgery prior to implantation of the device. The condition worsened after device implant. There was reportedly a causal relationship between the aortic regurgitation and the device, and the issue was device related. The plan of care for the patient was observation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. If the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.